Event description:
It was reported to philips that a black screen issue occurred during clinical use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reloaded the software and recalibrated the detector, restoring the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).